Event description:
Pump reported to be set up to infuse 250 mls of heparin in continuous mode. At the end of the day it was noted that no solution had been delivered. The pt was receiving heparin because he was admitted for unstable angina. His anticipated stay was one day, but this was prolonged to a week due to chest pain and anxiety. There was no adverse event due to the non-delivery of heparin.